Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Reference the following medwatches for the following systems: 200199614 - aviva system 1, serial number (B)(4). 200199613 - aviva system 2, serial number - (B)(4).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 501 mg/dl (aviva) system 1 and 159 mg/dl (aviva) system 2. No death or serious injury reported. Requested return of suspect device for evaluation.